Event description:
Pt given commode with wheels. Design included brakes on front wheels only ( current standard is brakes on all four wheels if design is wheeled). During pt's use, commode wheeled away from her and she fell, hitting head on floor. Within 24 hrs pt developed sub-dural hematoma and was sent to surgery for evacuation. Pt's underlying diagnosis was multiple myeloma. She was admitted to facility to rule out pulmonary emboli. Was on anticoagulants. Pt had history of several prior falls. On 12/16/96 pt expired, no autopsy done.